Event description:
On (B)(6) 2020, the customer reported a hydraulic fluid leaking from the ort200 table. There was no patient was involvement.

Manufacturer narrative:
An imris customer service engineer (cse) was on-site to resolve the issue. The leak was traced to the hydraulic line between the table's hydraulic motor and reservoir. A new power pack was replaced and the cse was unable to detect further hydraulic fluid leakage. This MDR is being submitted outside of the required timeframe as part of remedial action initiated by the manufacturer, in response to internally identified issues regarding failed electronic submissions through webtrader.